Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
Related manufacturer report number: 2017865-2024-41084 and 2017865-2024-41085. It was reported through the heart rhythm case reports identifying an abbott device, right ventricular lead and right atrial lead that may be related to an infection. The products were implanted in (B)(6) 2023, the patient was admitted to the hospital for a pocket infection without fever. The infection was first identified by pocket decubitus. Blood cultures were negative. Transthoracic and intracardiac echo excluded endocarditis. Antibiotic treatment was administered to the patient. During extraction procedure, purulent material was drained from the pocket. The event was resolved by explanting the system. Cultures from the extracted leads were negative. The pocket¿s purulent material tested positive for methicillin-resistant staphylococcus epidermidis. System replacement was postponed. Three months following the event the patient remained stable without signs of infective clinical recurrences and a new system was not implanted. According to the physician, the infection was not related to abbott products, but did not provide information regarding if they were procedure related. Further details were not listed. Details are listed in the article titled " transvenous extraction failure of a recently implanted active fixation coronary sinus lead: good or bad times? Heart rhythm case reports 2024;10:266. Https://doi.org/10.1016/j.hrcr.2024.01.009."